Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s implant flickered and then stopped working when the patient was trying to adjust the stimulation. The patient reported that they turned the ins back on and the stimulation flickered once then the patient was turning over to get their patient programmer (pp). The patient confirmed that the stimulation was on and that they could not feel stimulation. It was noted that the patient normally has the stimulation set to 8.5v, but they had decreased the stimulation to 7.0v and they couldn¿t feel it. The patient was walked through how to change groups. When the patient increased the stimulation to 7.1v, the stimulation ¿hit [them] like a ton of bricks.¿ no further complications are anticipated.